Event description:
(3/3, reference (B)(4) for related complaints) (documenting cassette lot 4153887) it was reported that no disposable alarm on both pumps while using 100 ml cassette with flow stop lot number 4153887, expiration date 06/23/2026. Current pump rate is 43 ml per 24 hrs with 85.7 ml remaining in cassette at time of alarm was experienced. No further details provided. No patient injury.